Event description:
It was observed that during the device evaluation, the thunderbeat 5 mm, 20 cm, front-actuated grip type s exhibited that the probe had broken off. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation. In addition, the following reportable malfunction were identified during the device evaluation: the probe had broken off. The probe was found to have fractured around the outer pipe area. It was reported that the damage occurred while the probe was outside the body, and no detachment inside the body was observed. Based on the investigation, the root cause could not be identified. It is likely the following led to the malfunction: 1) during the output activation in seal & cut mode, the distal end of the probe was slightly contacting a device with a thin tip, causing spark discharge. 2) a force was applied to the probe during spark discharge. 3) a force to grasp tissue or a force to activate the output in seal & cut mode was applied to the probe. This generated cracks on the probe. 4) due to continuous use of the device, the cracks on the probe progressed. This led to the breakage of the probe. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.